Event description:
When the pt rolled to his left side, the vent tubing disconnected. The rn was unable to reconnect the tubing because the plastic piece broke off in the flexible et tubing. The rn was unable to ventilate the patient properly. Respiratory therapist and the md were called and the connector piece was replaced. There was no harm to the patient.======================manufacturer response for in-line suction catheter, (brand not provided)======================will send return package and will email results of investigation.